Event description:
It was reported a patient underwent a c-section on (B)(6)2023 and topical skin adhesive was used. The patient had a generalized skin reaction secondary to adhesive on incision. C-section performed, skin prep used ¿ betadine, skin closure suture and adhesive. Details: original procedure went well, incision closed well no concerns. Patient noticed redness and itching in the region of adhesive ¿ hcp advised to remove dressing at this time as wound was healing well. Adhesive removed:. Skin reaction then worsened ¿ redness and itching spread up to patients ribs and down to thighs. Treatment to date: zyrtec (antihistamine), amoxicillin (antibiotics commenced by gp), advantin (topical steroid ointment), prednisolone for 10 days (oral steroid). Symptoms and rash resolved. Call from patient on unknown date redness has returned with blisters. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided:product used as per IFU, patient did not use any lotions/expose device to contraindicated products. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.